Event description:
The article, "a real-world comparison of left atrial appendage occlusion using two commercially available devices", was reviewed.. The article presented a retrospective, multicenter study to compare the early implementation of the amulet to the watchman flx at a large healthcare system in the united states. Devices included in the study were amplatzer amulet and watchman flx. The article concluded that despite early experience, the amulet device exhibited comparable results to the watchman flx in a real-world setting. The learning curve with a new deployment technique likely accounts for longer procedural times with the amulet. [The primary and corresponding author was samir saba, university of pittsburgh medical center, 200 lothrop street, south tower e355.6, pittsburgh, pa 15213, with corresponding e-mail: sabas@upmc.edu]. The time frame of the study was from (B)(6) 2023. A total of 325 patients were included in the study, of which 131 (40.3%) received an abbott device. In the amulet group, the average age was 76.9 years and the majority gender was male. In the watchman flx group, the average age was 76.1 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, prior myocardial infarction, prior cerebrovascular accident, heart failure, chronic kidney disease, major bleeding history (epistaxis, gastrointestinal, hematuria, intracranial, musculoskeletal, pericardial, retinal, skin ecchymosis), anemia, recurrent falls, and paroxysmal atrial fibrillation.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a real-world comparison of left atrial appendage occlusion using two commercially available devices

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, prior myocardial infarction, prior cerebrovascular accident, heart failure, chronic kidney disease, major bleeding history (epistaxis, gastrointestinal, hematuria, intracranial, musculoskeletal, pericardial, retinal, skin ecchymosis), anemia, recurrent falls, and paroxysmal atrial fibrillation. Complications reported included death, surgical intervention, pericardial effusion, thrombus, hematoma, renal injury, bleeding, embolism, residual shunt, device embolization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: a real-world comparison of left atrial appendage occlusion using two commercially available devices.